Event description:
The report stated that during a procedure, the device's blue insulation melted into the patient cavity. The surgeon debrided the wound to remove all of the blue plastic. The device was removed from the sterile field. There was no adverse effect to the patient.

Manufacturer narrative:
Date of initial report: 01/20/2009. A visual inspection of the incident device revealed that the blue nylon insulation was peeling and melted. Covidien lp (formerly valleylab) has investigated reports of the blue insulation melting on the precise ls1200. Analysis of returned products shows that although there can be some degradation of the coating, in most cases, this does not have a negative clinical or safety outcome. The instructions for use (IFU) have a caution indicating that the ls1200 should not be used as a bipolar scissors. Although the reported injury rate for this issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the patient.